Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized a few years ago due to high blood glucose and dka. Customer stated that the blood glucose reading was 599 mg/dl and went to the hospital for assistance. Customer stated that her infusion set cannula was bent when it was removed. Nothing further was reported.